Event description:
The customer called and reported the insulin pump alarmed to indicate a compromised force sensor system during an attempt to prime. The customer's blood glucose was 220 mg/dl. The insulin pump had not been bumped or dropped prior to the alarm occurring. The drive support cap appeared normal and customer did not recall pressing it while connected. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.